Event description:
It was reported that there was foreign material found inside the sterile packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Alleged failure: while opening sterile supplies for our next case, a green speckle was discovered inside of the package. The scrub tech and rn conversed with each other and set supply aside. A new item was opened for the case. Contaminated supply was set aside and rn contacted materials management. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be manufacturing. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was foreign material found inside the sterile packaging.